Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was noted to have low pitch grinding/ crushing sound for 2 weeks. The noise change could not be correlated with any abnormal events in the log file. No unusual faults associated with any rotor interference were seen in the log file. The pump temperature also appeared to be within normal parameters. In the setting of the left ventricular assist device and anticoagulation, the patient had recurrent gastrointestinal (gi) bleeding and multiple hospitalizations for low flow alerts. They had undergone extensive gi work up and was initially taken off coumadin (warfarin), heparin infusion, and ultimately their aspirin. Despite holding their anticoagulation, the patient was readmitted in (B)(6) 2023 with low flow alarms, orthostatic hypotension, 2g drop in their hemoglobin with concerns for dehydration and their ongoing gi bleed. Blood transfusions had been avoided due to allosensitization risk as they were a potential transplant candidate. During their admission in (B)(6) 2023, their hemoglobin remained low at approximately 9g/dl (baseline was 11.7 on (B)(6) 2023). On (B)(6) 2023, the patient underwent a capsule endoscopy that confirmed fresh as well as old blood and small bowel. The bleeding issues had stabilized, and their heparin infusion was restarted. To minimize gi bleeding, they were started on octreotide but the patient developed signs and symptoms of progressive right ventricular dysfunction. The patient was then started on milrinone for inotropic support and was at 0.375 mcg/kg'/min of milrinone and intermittent IV diuresis. A right heart catheterization performed on (B)(6) 2023 confirmed a central venous pressure (cvp) of 12 mmhg with v waves to 17, a pulmonary capillary wedge pressure of 9 mmhg, pulmonary artery saturation of 53% and a thermodilution cardiac output of 3.47 l/min and an index of 1.57 l/min/m². Their lvad speed was reduced from 5000 rotations per minute (rpm) to 4800 rpms but they continued to have persistent evidence of rv dysfunction. Thus, the lvad speed was unable to run higher to improve cardiac output. The event log file contained persistent low flow estimates as well as sustained low flow hazard events with elevated calculated pulsatility index values. The patient underwent a heart transplant on (B)(6) 2023. The device reportedly did not operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A direct relationship between the device and the reported gastrointestinal (gi) bleeding and right ventricular dysfunction could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. Finally, evaluation of the submitted audio file confirmed a noise that appeared to be coming from the pump; however, a direct cause for the noise was unable to be determined through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 14 inches from the pump header and the distal portion of pump cable was returned. The modular cable was returned and is evaluated under pi-2023-0081995-02. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief attached at the graft hardware. The apical cuff was not returned, and the cuff lock was disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No atypical noises were heard during this testing. Review of the available device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. This IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported no further information was provided. The manufacturer is closing the file on this event.